Manufacturer narrative:
(B)(4). The external visual inspection revealed that the silastic overmold was cut at the electrode lead. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed severed electrode wires at the fantail and epoxy header region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. The device passed the electrical tests performed. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted for a technology upgrade. The recipient was reimplanted with another cochlear device.

Event description:
The company was informed that the recipient's device was explanted. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.